Event description:
This report is being filed as the mitraclip (10289715/07) detached from the anterior mitral valve leaflets causing the mitral regurgitation grade to increase. Possible tissue damage occurred and the mitral regurgitation grade increased; both are considered patient injury. It was reported that prior to the mitraclip procedure, the patient had been hospitalized for eight weeks with cardiac shock and was intubated in the intensive care unit (ICU). During the mitraclip procedure, due to a big tethering of the leaflets, grasping of the clip (10288115/23) to the leaflets was difficult and it was decided that a "zipping" strategy was needed. When the clip was being maneuvered in the left ventricle, it became stuck in the chordae and the physician was not able to release it. However, the clip was implanted on the leaflets with the chordae most likely stuck in it. Unfortunately, the mixed mitral regurgitation (mr) grade increased from 3 to a very heavy 4. There was no device issue or visualization difficulty that would have contributed to the device becoming caught in the chordae and there was no chordae damage visible that may have contributed to the increased mr. The physician tried to improve the result with another clip (10289715/07). While steering the second clip down to the left ventricle, without coming in contact with the first clip, the first clip was observed to have detached from the anterior mitral valve leaflet (aml) and remained attached to the posterior leaflet. The second clip was implanted and a reduction of mr was visible, but still a 4.

Manufacturer narrative:
(B)(4). Event description continued: to stabilize the situation, a third clip was used and while steering the clip down to the ventricle, it was observed that the second clip detached from the aml. The mr returned to a heavy 4. The third clip was successfully implanted laterally from the second clip and a fourth clip was implanted between the first and second clip. The reduction of mr was impressive, but was still assessed as grade 4. The patient was referred back to the intensive care unit and remained in an unchanged situation compared to before the mitraclip procedure. No additional intervention for the remaining mr has been performed. Per the physician, the cause of the clip detachment from the amls was due to a combination of heavy pulling from the tethered leaflets and degenerative changed leaflets. Although not visible, damage to the leaflets due to the detachment from the aml was likely. There was no failure of the device. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, clip delivery system. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that due to the large tethering of the leaflets, the physician attempted to do a zipping strategy to place the first clip, but it became stuck in the chordae. As the physician was not able to release it, the clip was implanted on the leaflets with the chordae likely trapped in it. There was no device issue or visualization difficulty that would have contributed to the device becoming caught in the chordae. After attempting to place the second clip and without coming in contact with the first clip, the first clip was observed to have detached from the anterior leaflet. The second clip was implanted, but also detached from the anterior mitral valve leaflet (aml). The physician commented that the cause of the clip detachment from the aml was due to a combination of heavy pulling from the tethered leaflets and degenerative changed leaflets. In this case, based on the information reviewed, the reported slda of the second clip appears to be related to patient/procedural conditions. There is no evidence of a product deficiency associated with this device. It was noted that during the procedure, the mitral regurgitation (mr) grade increased to a heavy 4 following the chordal entanglement of the first clip. No chordae damage was observed that may have contributed to the increased mr; however, after the procedure, the physician stated that damage to the leaflets due to the detachment from the aml was likely. After the second clip detached from the aml, the mr again returned to a heavy 4. The patient effects of worsening mr and mitral valve injury/vascular trauma (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the most probable cause for the latter increase in mr was likely due to the detachment of the second clip, as reported. The tissue damage may have also resulted from the detachment of both clips from the aml; however, this cannot be confirmed. Although a conclusive cause for the reported tissue damage and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The mitraclip (10288115/23) referenced is being filed under a separate medwatch MFR number.